Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense and shock electrogram. The noise was oversensed and caused inhibtion of pacing in a pacer dependant patient. The sensitivity is currently programmed to least. Additional information was received stating the device was explanted and the leads were surgiaclly abandoned, and a new system was placed on the right side.